Manufacturer narrative:
H3: visually, the middle tube was bent at the distal end of the outer sheath when returned. There was no damage to the distal tip and no loose components. Functionally, the inner and middle assemblies spun freely by hand with no binding. The blade fit securely into a handpiece, but while oscillating at 500rpm wobbling was observed. For further analysis, an x-ray was performed to observe the internal construction of the device and there was no damage to the inner or middle assembly spiral wraps. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the setup for the procedure, the shaver blade in the microdebrider was wobbling and making a strange sound. The procedure was completed using backup products. There was no contact with the patient, and no intervention was performed or planned. The patient outcome was reported as alive with no injury.